Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (ischemia). (Intentional partial coverage of the left subclavian artery).

Event description:
A valiant captivia thoracic stent graft system was implanted in a patient for the emergent endovascular treatment of an intimal tear at the isthmus. The aorta was 26 mm in diameter 2 cm proximal to the tear and 23 mm in diameter 2 cm distal to the tear. It was reported that the patient had been in a motor vehicle accident, which caused a long bone fracture and intimal tear. During the implant procedure, the physician intentionally partially covered the left subclavian artery with the stent graft. It was reported that seven days post-procedure, the patient experienced peripheral ischemia, specifically left upper extremity ischemia involving the fingers. The following day, the physician elected to perform a left carotid-to-subclavian bypass, which resolved the ischemia. No additional clinical sequelae were reported, and the patient is fine. The investigator assessed that the ischemia was related to the device and the procedure but not related to the aorta.